Event description:
Return device analysis for one of the proglide devices revealed that the posterior foot was separated and was not returned. Additional information was received stating that the physician was aware of the foot separation when the proglide device was removed from the patients anatomy. Reportedly, the separated foot piece did not remain in the patient anatomy and was returned with the device; however, may have been lost during the delivery process.

Manufacturer narrative:
The device was returned for analysis. The reported suture detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, a link break was found when the plunger of the first proglide device was removed. A second proglide device was attempted; however, a suture break was found when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.